Event description:
It was reported the right ventricular lead had changing impedance and rising thresholds. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the distal conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was torn, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), the helix disengaged from the helical channel, tissue on the helix and the lead was stretched.